Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID of the recommended parts to be replaced; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 110b (proximal pressure sensor autozero failed) error code. The device was in clinical use when the issue occurred; it was reported that the device continued to ventilate but was then removed from use without incident. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's 110b (proximal pressure sensor autozero failed) error code. It was confirmed by the biomedical engineer (bme) that the 110b error code was in the event log. The rse advised the customer to replace the solenoid valves (3 and 4) and seals to resolve the issue. The customer was provided with the part numbers for the replacement parts.